Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There is no relationship between the device and the reported event. Visual evaluation under magnification shows no wear of the electrode with no manufacturing abnormalities visually observed with the returned device. There was a quantity of five (5) new devices returned with the seals intact. The wand was connected to a compatible coblator ii controller and activated in saline solution using default and max settings and plasma was observed as intended. At no time during functional evaluation was there a disturbance (shock) from the device. The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as several factors could contribute to the reported event and are outlined in the instruction for use (¿IFU¿) such as: do not allow fluid to contact the end of the cable connector of the wand which mates to the controller as electric shock may occur, do not place other cables between the connection cable component and the controller, do not allow patient contact with grounded metal objects, and monitoring electrodes should be positioned as far as possible from the surgical electrodes when hf surgical equipment and physiological monitoring equipment are used simultaneously on the same patient. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a turbinate ablation, the doctor felt as if the patient might have had some electric shock while using this device. The surgeon monitored patient for an hour to ensure there were no issues. The patient complained of a bad headache after the procedure but no other complications have been reported.